Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requeted, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . Please refer to h10 for the other device used on the same patient. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device is subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The temperature dot on the package has been activated. The hemostasis sheath and carrier tube are fully mated, in rear lock position. The anchor is visible in the distal tip of the device. The device sheath arrived cut, exposing the collagen. The complaint can be confirmed for a nondeployment device pullout. The returned device appeared to be used in a procedure and contained the anchor and collagen. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during a recent procedure, they had two angio-seal devices that failed to deploy successfully. The physician indicated that they were attempting closure of a superficial femoral artery (sfa) access site (which is off label). After performing a sheath exchange in preparation for deployment, they reported observing flow through the device. However, upon attempting to deploy the closure device, the entire system came out without achieving hemostasis. The physician was unclear about the exact sequence of events however, stated that a fellow opened the device post-removal to confirm that no components had been retained inside the patient. It remains unclear how the second device was attempted if the first device did not deploy properly. The estimated blood loss was greater than 250cc.